Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) does not start was confirmed during the functional testing. The root cause of the reported complaint was a failed power supply, likely attributed to the device's aging. The thermogard console was manufactured in september 2011 and is over 12 years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. Initially, the event logs could not be downloaded and reviewed due to no power in the thermogard console. When the system was connected to a known-good external power supply, the thermogard console powered on, and the event logs were downloaded. The event log data revealed a mid:16 (software related) error message recorded on the customer's reported event date. This error message is indicative of a malfunctioning power supply. The thermogard console failed the initial functional testing due to no power, thus confirming the reported complaint. The power supply was replaced to address the issue. Following the service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Event description:
As reported, the thermogard console (B)(6) does not start. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.